Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation it was found that the buttons were intermittently responding and required excessive force to activate a response. During investigation, it was found that the contrast button was inverted. It was also observed that the up arrow, down arrow and ok key buttons were inverted when pressed and did not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are not working right. It is reported that the keypad is intact, not peeling, lifting or damaged. And there is no exposure to water.